Event description:
It was reported that following implant, the left ventricular (lv) lead had become dislodged. Upon trying to reposition the lv lead, force was used to disconnect the lead from the device in order to insert a guidewire in the lead, resulting in insulation damage next to the connector pin. A partial portion of the lv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that there was outer insulation separation at the connector.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.